Event description:
It was reported that after completion of a da vinci hysterectomy procedure, the patient was sent home and then later presented with a possible bowel injury. There were no reports that a malfunction of the da vinci system, an instrument, or an accessory occurred during the surgical procedure.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the patient's post-operative complication. There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2014, isi contacted the initial reporter of this complaint. The initial reporter indicated that no malfunction of the da vinci surgical system was reported. She also indicated that no intra-operative complications were reported in relation to the da vinci surgical procedure. The patient's bowel injury was reportedly repaired at a different unspecified hospital. The initial reporter did not know the cause of the patient's injury and could not provide any additional information regarding the reported event. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014. Approximately an hour and a half after the surgical procedure began, a recoverable error code 23005 pointing to patient side manipulator 1 (psm1) occurred and was immediately recovered by the surgical staff. There is no indication that the error code 23005 likely caused or contributed to the patient's injury. This complaint is being reported due to the following conclusion: the patient was found to have sustained a bowel injury after undergoing a da vinci surgical procedure. However, at this time, the cause of the patient's injury is unknown.